Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs2700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a foam ring did not cover the catheter in the tray, a part of the catheter was sealed at the edge of the tray and melted by heating. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter was melted to the tray was confirmed and it appears that the catheter was damaged during the tray sealing process. One open kit for product code 3174335j was returned for investigation. The section of catheter between the 30 and 33 cm depth marks was flattened against the catheter tray. It appears that the catheter was caught in the tack seal. The catheter was not caught in the seal around the outside perimeter of the tray. The seal around the outside of the tray exhibited no breaches in the sterile barrier. The manufacturing facility was notified of this complaint and a quality alert was performed for ¿trapped component on sealing area¿. A lot history review (lhr) of recs2700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a foam ring did not cover the catheter in the tray, a part of the catheter was sealed at the edge of the tray and melted by heating. There was no reported patient involvement.